Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this atrial lead exhibited impedances greater than 2500 ohms, no sensing, and no capture. During a device upgrade procedure, the lead was surgically abandoned. No replacement lead was implanted due to the patient's chronic atrial fibrillation. No adverse patient effects were reported.